Event description:
An account alleged that a pt rec'd a cut on the calf from a 100 low bed. The pt had her leg under the sleep deck when this occurred. The asst dir of nursing, alleged the pt got their foot and calf under the right side of the bed. While the pt was pulling her leg out from underneath the bed, she rec'd a cut on the back of her calve. The nurse stated that the pt was sent to the ER for treatment. The ER attempted to stitch the cut, but was not able to because of the pt's skin.

Manufacturer narrative:
The tech could not locate a sharp edge on the device, and the bed operated within specs.